Manufacturer narrative:
(B)(4). During investigation process, attempts were made to gather thorough event information.the physician commented that the device malfunction was not related to the device itself but rather related to the lesion or his technique.information of the patient outcome was obtained via distributor on 11/28/2016 and it said the patient had discharged and there were no complications after pci. Investigation result: the coils of the returned guidewire were uncoiled about 220 mm in length at the middle solder located on 20 mm from the distal tip so that the inner twist coils were exposed. Taking a closer look at the exposed inner coils it was found that the inner twist wires and the innermost core wire were broken off at approximately 2 mm from the distal tip. Diameters of the twist wire and the core wire were getting narrower toward the breakage point suggesting pulling force had contributed the guidewire breakage. Under microscopic observation, the coils were noted to remain in one unit. Lot history review: lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Conclusion: based on the obtained information and investigation outcome, it is concluded that pulling force exceeding the product's design limit might be inadvertently given to the guidewire while its tip was trapped by the deformed support catheter, and the force led the coils distal to the middle solder to be unraveled and the inner twist wire and the innermost core wire to be fractured. IFU states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action, if the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [possible complications and adverse events] separation or breakage of the guidewire.

Event description:
Reportedly, during pci to treat a calcified 75-99% stenosis in the lad #6, the subject guidewire was used with a support catheter. The catheter got trapped and deformed during manipulation. It was noted that the coils of the guidewire were stretched. The physician removed both catheter and guidewire from the vessel, exchanged those to new devices and preceded the procedure. The blood flow was restored.